Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: a review of the pump black box showed one unexplained pump reboot. A visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned. There was no evidence of moisture contamination inside the battery compartment. A test battery cap was able to fit securely to maintain an electrical connection. The pump powered on with the test cap and the pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation.